Manufacturer narrative:
Literature citation: beckenbaugh et al. Review and analysis of silicone-rubber metacarpophalangeal implants. The journal of bone and joint surgery. 1976; 58-a: 483-487. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1976 literature article, by beckenbaugh et al. Titled "review and analysis of silicone-rubber metacarpophalangeal implants," the authors report 49 implant fractures in situ and 4 revisions following mcp joint arthroplasty with swanson finger joint implants.